Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by medwatch that midline insertion went well into vessel, the wire was deployed with no resistance, the catheter was introduced over the guide wire with no issues, upon removing the final portion of the device which safety's' the needle and pulls apart from the catheter, device got stuck and was not able to be removed, the catheter was noted to sheer off the hub. A tourniquet was applied at the axilla to prevent migration of any loose catheter, the area was covered with sterile gauze and tegaderm. Upon removal ir noted that the needle had broken. A midline was placed at ir as to not delay the discharge. The surgical steel needle broke in the area where there is a small notch in the shaft which eventually helps safety the needle. Patient required sedation and interventional radiology to retrieve broken needle and place a new line.